Event description:
A report was received that the patient had lost stimulation. An x-ray confirmed lead migration. The patient underwent a revision procedure. When the physician was repositioning the paddle lead, he noted that sixteen electrodes were not on the paddle and several contacts were not functioning so he chose to replace the lead. The physician chose to replace the ipg due to suspected malfunction and implanted a clik anchor. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision ipg kit.

Event description:
A report was received that the patient had lost stimulation. An x-ray confirmed lead migration. The patient underwent a revision procedure. When the physician was repositioning the paddle lead, he noted that sixteen electrodes were not on the paddle and several contacts were not functioning so he chose to replace the lead. The physician chose to replace the ipg due to suspected malfunction and implanted a clik anchor. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the paddle lead passed mechanical tests performed. The complaint was confirmed. The visual inspection revealed that the paddle end was missing electrodes number # 4, 5, 6, 7, 8, 14 and 16. Electrode number 15 was partially dislodged from the paddle end. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of high impedance couldn't be duplicated. Impedance readings were within normal range. The ipg exhibited normal device characteristics.